Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462 mg/dl. Customer¿s current blood glucose level was 246 mg/dl. The customer feels ok to troubleshooting for high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump and manual injection. Customer states that the bent sensor cannula was damage and the location was at the abdomen. Customer states that the infusion set came out of his skin and it was bleeding. The insulin pump will not be returned for analysis.